Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called in stating during fill 1 he realized that somehow the small baxter bag became disconnected from the last green line and there was water on the bottom tray of the liberty cycler cart. The pd patient clearly stated that the adapter connector was loose and he forgot to wrapper tape around it during the setup procedure. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had reported the fluid leak occurrence when the connections between the apd luer lock connector and baxter extraneal icodextrin solution came apart during fill 1 of treatment. Per pdrn the patient normally placed tape around the connection area to minimize the leaks and prevent the connectors and solution bags from coming apart and was advised to ensure the connections were as tight as possible, and stated the patient had forgotten to place tape the connection during that treatment. The pdrn confirmed no issues were reported with the cycler or set. Per pdrn the patient was trained on performing continuous cycler-assisted peritoneal dialysis (ccpd) therapy if needed and stated the patient was able to re-setup supplies and complete peritoneal dialysis treatment using the cycler and confirmed no treatment was missed. Per pdrn the patient did not require any prophylactic medication, medical intervention or additional treatment as a result of the reported issue, and no adverse event occurred. The sample was discarded and was no longer available for evaluation. The pdrn encouraged the patient to continue to call and report the issue to technical support should the issue re-occur, and stated the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called in stating during fill 1 he realized that somehow the small baxter bag became disconnected from the last green line and there was water on the bottom tray of the liberty cycler cart. The pd patient clearly stated that the adapter connector was loose and he forgot to wrapper tape around it during the setup procedure. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had reported the fluid leak occurrence when the connections between the apd luer lock connector and baxter extraneal icodextrin solution came apart during fill 1 of treatment. Per pdrn the patient normally placed tape around the connection area to minimize the leaks and prevent the connectors and solution bags from coming apart and was advised to ensure the connections were as tight as possible, and stated the patient had forgotten to place tape the connection during that treatment. The pdrn confirmed no issues were reported with the cycler or set. Per pdrn the patient was trained on performing continuous cycler-assisted peritoneal dialysis (ccpd) therapy if needed and stated the patient was able to re-setup supplies and complete peritoneal dialysis treatment using the cycler and confirmed no treatment was missed. Per pdrn the patient did not require any prophylactic medication, medical intervention or additional treatment as a result of the reported issue, and no adverse event occurred. The sample was discarded and was no longer available for evaluation. The pdrn encouraged the patient to continue to call and report the issue to technical support should the issue re-occur, and stated the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.